Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 27. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2023 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.